Event description:
During mantis surgery, when the surgeon used the persuader and did the push of the rod into the screw head, the head (tab) of the screw broke. The surgeon removed the fragment and the surgery was completed.

Manufacturer narrative:
Complaint history analysis, manufacturing record review, device inspection and risk assessment. Results: complaint history analysis, there have been (B)(4) total complaints involving (B)(4) units relating to broken tulip tabs during surgery. Previous complaints were metallurgically analyzed and no issues were found. The previous complaints were found to be the result of cantilever forces being applied to the blades. Manufacturing record review: no anomalies that could be associated with the tab breakage were reported during the manufacturing of either batch 120326 or batch 125311. Visual inspection was not possible as the product was unavailable. Risk assessment: in that case the surgeon removed the fragment and the surgery was completed successfully. Conclusion: due to the recurrence of complaint (B)(4) was initiated. The CAPA root cause analysis concluded that the breakage of the tulip tabs is not attributable to design or manufacturing, but to accidental offset during use. Surgical technique has been updated to include a warning that the mantis persuader is not intended to be used offset while reducing the rod into the tulip head.

Manufacturer narrative:
Complaint history analysis, manufacturing record review, device inspection and risk assessment. Results: complaint history analysis, there have been (B)(4) total complaints involving (B)(4) units relating to broken tulip tabs during surgery. Previous complaints were metallurgically analyzed and no issues were found. The previous complaints were found to be the result of cantilever forces being applied to the blades. Manufacturing record review: no anomalies that could be associated with the tab breakage were reported during the manufacturing of either batch 120326 or batch 125311. Visual inspection was not possible as the product was unavailable. Risk assessment: in that case the surgeon removed the fragment and the surgery was completed successfully. Conclusion: due to the recurrence of complaint (B)(4) was initiated. The CAPA root cause analysis concluded that the breakage of the tulip tabs is not attributable to design or manufacturing, but to accidental offset during use. Surgical technique has been updated to include a warning that the mantis persuader is not intended to be used offset while reducing the rod into the tulip head.